Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous proximal to mid left anterior descending artery. The lesion was predilated with a 2.25x15mm balloon. An ivus catheter was advanced and ivus images were taken. The physician then inserted the taxus express2 2.5x16mm drug eluting stent, but was unable to cross the lesion. Due to the tortuosity, the physician attempted to use three guidewires to straighten the vessel and exchanged guide catheters, but was still unable to advance the stent delivery system past the lesion. Once it was removed from the patient, the physician noted that the edge of the stent was lifted up. The procedure was completed with another manufacturer's 2.5x15mm stent. No patient complications occurred. Patient status is satisfactory.